Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No further information has been received. No information regarding a medical intervention has been received so far. Customer has been asked to provide further information. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message "head error" during priming of the system. No remedial action has been taken. The affected drive (serial#(B)(6) ) was sent back to manufacturer for repair. It was received on 2022-07-05 and during the investigation by the getinge service department on 2022-07-27 the reported "head error" could be reproduced. Thus, the drive has been send to the manufacturer emtec on 2022-08-02 for repair. On 2022-09-13 emtec was able to reproduce the reported failure and the root cause was determined as mishandling of the device, which led to a damage on the electronic assembly. In addition a defective closing assy has been found on the drive. Both parts have been replaced by the supplier. The following most possible root cause could be determined for the head error:  the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. An investigation of a rotaflow system that exhibited a similar issue "closing assy broken" was performed in getinge life cycle engineering on 2016-11-02. Most probable root causes could be determined: too excessive force; weakening due to manufacturing errors (air inclusions); weakening due to aging. Uv light (sun) or contact with; chemicals. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2017-10-09. The review of the non-conformities has been performed on 2022-08-25 for the period of 2017-10-09 to 2022-03-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.